Event description:
It was reported that patient underwent an initial right hip arthroplasty with competitor products on an unknown date. Patient was revised due to dislocation on (B)(6) 2004 and a biomet hip was implanted. The patient underwent additional revision procedures on (B)(6)2004, (B)(6) 2005, (B)(6) 2010, (B)(6) 2012, (B)(6) 2012, and (B)(6) 2015 due to recurrent dislocations. It is noted that the patient confirmed she has been non-compliant. A review of invoice history indicates the modular heads and acetabular liners were replaced during the revision surgeries on (B)(6) 2004, (B)(6) 2005, and (B)(6) 2010. Invoice history further indicates that the biomet modular heads were replaced during the revision surgeries on (B)(6) 2012, (B)(6) 2012, and (B)(6)2015.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 9 mdrs filed for the same patient (reference 1825034-2015-02803 / 02811).